Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I was bleeding that bad') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and underwent gastric bypass ("gastric bypass"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage and gastric bypass outcome was unknown. The reporter considered gastric bypass, genital haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I was bleeding that bad') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and underwent gastric bypass ("gastric bypass"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage and gastric bypass outcome was unknown. The reporter considered gastric bypass, genital haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm the complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.